Event description:
Glenosphere orientation guide has a broken tip.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the returned instrument confirms the reported event. Previous investigations found the end tip was changed (addition of radius and blend) in order to increase the strength of the component, on (B)(4) 2008 via eco# 253075. The first batch of the new design is lot number 2761863. The complaint sample was manufactured after the design changes. The supplier states the cause is attributed to wear. Previous investigations by a depuy france supplier reviewed the device history records and found the products conformed to the required specifications and found no manufacturing deviations or anomalies. No corrective action taken. Complaints will be monitored. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.